Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: an inferior vena cava filter was deployed via the right common femoral vein secondary to deep venous thrombosis with a contraindication to anticoagulation. The ivc was ¿normal¿ and placement was in good position below the level of the renal veins. The patient was on coumadin following deployment, it was discontinued approximately three years post deployment. Approximately seven years and three months post deployment, the patient presented to the emergency room with shortness of breath. CT revealed a saddle pulmonary embolism. Ultrasound revealed a deep vein thrombosis in the upper extremity. The patient was hospitalized for six days and treated with anticoagulation, then discharged on anticoagulation medications. The current condition of the patient and that of the filter is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, it can be confirmed that the patient experienced pe post deployment. However, the origin of the pe and the relationship to the filter has not been established in "he" provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2009), (manufacturing date: 01/2006).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and contraindication to anticoagulation. At some time post filter deployment, it was alleged that the patient experienced saddle pulmonary embolism and deep vein thrombosis. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.